Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device experienced channel errors occasionally. Often the lower part of the pump module is not connected. This was reported to bd representatives during site visit. There was patient involvement but no harm.